Manufacturer narrative:
Additional information: the lens and packaging were not returned for evaluation. There were no lost lenses reported during manufacturing. Lenses are 100% inspected at final packaging. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that he did not find a lens in the vial during the procedure, and he did not have a back up replacement lens. The incision was reportedly already created in the patient¿s eye and the patient was sent home after sealing the wound. The surgeon has rescheduled surgery for the following week. Additional information has been requested but has not been received.